Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens in the patient's right eye (od). The lens had a refractive surprise and remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).